Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device had recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted, and a new device implanted. The device was discarded at the facility, and is not expected to be returned for analysis. Additional information was received this patient suffers from anxiety. No adverse patient effects were reported.